Event description:
The customer contacted customer service to inquire of a pump recycling program, stating that her breast pump "was working great and then I got a (B)(6) and it hurt to pump so I've stopped using the pump.

Manufacturer narrative:
In f/u, the customer further revealed that she developed a yeast infection after using her breast pump effectively for a period of time and explained that pumping during the yeast infection was too painful. When she reduced the pump to a lower settings for comfort, she did not express any milk. For a while she hand expressed for her baby, but then decided to wean. A medela clinician sent info on pump hygiene to prevent continued exposure to yeast through pump usage. The clinician concluded the issue was resolved with no permanent adverse effects to the customer. It cannot be definitively concluded that the pump this customer used caused or contributed to the yeast infection. However, as the pump was in use at the time of diagnoses, a report is being filed. We will monitor complaints for similar issues.